Event description:
It was reported that the rv lead had an insulation breach and rv lead testing revealed an elevated current with ring to can pacing suggesting dysfunction. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).